Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 123069: (B)(4) items manufactured and released on 14 november 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 25 july 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in due to signs of infection. The surgeon confirmed the infection. The pathogen is not available. The surgeon washed out the knee and swapped the liner. The surgery was completed successfully. X-rays and explants are not available.